Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the broken r-unit (charge coupled device) and damaged fiber bonding in the outer tube area (distal end) was traced to component failure. The most probable cause for the foreign material in the laser light cable (llk) plug of the video cable section was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had a broken r-unit (charge coupled device); fiber bonding in the outer tube area (distal end) was damaged; laser light cable (llk) plug of the video cable section contained foreign material. There was no patient involvement.